Manufacturer narrative:
Additional information was received on the event on (B)(6)2020. The patient is a 79-year-old female (57.5 kg) with history of hypertension. Patient¿s condition had improved. Therefore, a 2. Patient age at the time of event; a 2. Age unit; a 3. Gender; a 4. Weight of the patient; a 4. Weight unit and b 7. Medical history/preexisting condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on 30-sep-2021. The principal investigator assessed the event as serious. The patient required inpatient hospitalization or prolongation of existing hospitalization. The severity was assessed from mild to moderate. Therefore, fields b 2. Is hospitalization initial/prolonged and h 6. Health effect - impact code were processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 9/2/2020, it was identified that the complaint device had been discarded. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial non-sponsored by bwi, a patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2020 a thermocool® smart touch® sf navigation catheter and suffered pericarditis and cardiac tamponade requiring pericardiocentesis. During the procedure, the ablation was done using the stsf catheter. The procedure was successfully completed. No product malfunctions were reported. On post-procedure day 3 ((B)(6) 2020), the patient developed pericarditis and cardiac tamponade. Pericardiocentesis was performed to collect the fluid from the pericardial space. Issue is recovering. There¿s no indication that extended hospitalization was required. The principal investigator assessed the event as mild in severity, not serious, perhaps not related to the device and perhaps not related to the procedure. On post-procedure day 20 ((B)(6) 2020), it was confirmed that the patient had recovered. Since this event is life threatening and required medical intervention to prevent permanent impairment to a body structure or permanent damage of a body structure, it is to be considered serious and MDR-reportable.